Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field rep cleaned and disinfected the blood pump housing and the rotor assembly. The service technician found that there was not any physical damage on the blood pump housing or rotor assembly. As corrective action, the preventive maintenance procedure has been modified to include rollers' washers replacement and a tool to check the roller occlusivity.

Event description:
There was a blood leak from the tubing set of blood pump.